Event description:
It was reported that without a patient or manikin on the platform, the platform would not pull the lifeband down. A different battery was used with the same result. No adverse event reported.

Manufacturer narrative:
Zoll medical corp. Has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.